Event description:
During an atrial fibrillation procedure, a cardiac tamponade occurred requiring open heart surgery to resolve following ablation with a tactiflex ablation catheter. The patient has a history of previous af ablations. In this latest procedure there was indication for a new approach. After the femoral punctures were completed, ice was set up, followed by insertion of an inquiry diagnostic catheter into the coronary sinus. There was difficulty positioning the catheter in the sinus. After multiple attempts, the catheter was removed and noted to be bent. The catheter was replaced. Following transseptal puncture, the advisor hd grid catheter was inserted and mapping was performed. It was found that the right veins were connected, transmitting electrical signals. However, the left veins were isolated. Ablation was then started on the right veins using a tactiflex ablation catheter. After ablating the right veins, it was decided to perform a box lesion on the posterior wall. Numerous ablations were delivered in this region. During the box ablation, the agilis sheath lost its curve and was then replaced. It was desired to continue ablation within the box region. After verifying that the signal the physician was targeting corresponded to a far field, ablation was stopped. However, at that moment the patient¿s cardiac border did not appear to be beating well and a cardiac tamponade was confirmed using fluoroscopy and intracardiac echocardiography. A cardiac surgeon was called for drainage. The patient presented hemodynamic instability at various times. The cardiac surgeon arrived, performed the procedure with an open chest, and was able to drain and stabilize the patient hemodynamically. The patient left the operating room stable and in clinical condition for recovery. The cause and location of the cardiac tamponade is undetermined. There were no alleged performance issues with the tactiflex ablation catheter.